Event description:
It was reported that a pt underwent a sling procedure in the hammock position approximately two to three months ago. At the four week post-operative check, the surgeon did not see any exposed tape. At the six week post-operative visit, the pt noted that she had resumed intercourse and her partner had discomfort. A re-check found a midline exposure of tape, approximately six millimeters in length. The pt was continent. The surgeon took the pt to operating room in 2008, and "washed" the exposed tape and trimmed some "rough edges" but did not resect the tape. The surgeon then closed the vaginal skin over the tape.

Manufacturer narrative:
Date sent to the FDA: 09/19/2008. Mesh exposure occurred - conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.